Event description:
It was reported that a user contacted support stating the ilet system was not suitable for her due to frequent highs and lows despite training and support, and she sought to return the device outside the stated return window. Symptoms included hyperglycemia and hypoglycemia. Outcomes included user dissatisfaction with therapy and a request for device return. Investigation included troubleshooting and education provided by support. Investigation of this case revealed no device alarms or alerts and no identified device malfunction, with the cause of the reported hyperglycemia unclear.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.